Event description:
The facility, reported micro bubbles and big air bubbles observed in the arterial and venous line during treatment, also after the air detector. Reportedly, the machine did not give an air detect alarm. The pt had symptoms of a lung embolus. The responsible dr suspected the symptoms were caused by air through the venous line. The pt was treated with oxygen and morphine; no symptoms after 20 minutes.